Event description:
Brain fog, pelvic pains that lost me jobs and keeps me bed ridden, miscarriage, migraines, mood swings, hair falls out in hand fulls at a time, chronic fatigue, anemia, dka, excessive bleeding during periods, lower back pain, sensitivity to touch. (B)(4).